Manufacturer narrative:
(B)(4). The analysis results found that devices (a, c) were returned in good visual condition. In an attempt to replicate the reported incident, each device was tested for functionality. Upon testing, the devices were cycled, fed, and formed the remaining clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. In addition, the devices locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that the el5ml device (b) was received in good visual condition. Upon cycling the device, it was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. No testing could be performed as the instrument was returned empty. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # j91335, expiration date: 04/2017, manufacturing date: 05/2012.

Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2012. Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on? Asku. What vessel or structure was the device fired on at the time of the event? Cystic duct. Was the clip fully advanced into the jaws prior to firing? Asku. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? Asku. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Asku. What were the indications for surgery? Gall bladder disease. What was found? Same. Does the patient have any relevant history of surgical treatments? Asku. Did somebody other than the primary surgeon fire the instrument? No.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure. The devices (3) fired but the clip did not close completely on the cystic duct. A different procedure was used to complete the case. There was no adverse consequence to the patient.